Manufacturer narrative:
This follow-up MDR is being submitted to correct information provided in a previously submitted MDR. Section d4 (primary UDI number) has been corrected. Section h4 (device manufacture date) was omitted from the initial MDR submission and has now been added. Section h6 has been updated to include the medical device problem code ¿patient device interaction problem¿ (a01), which was omitted from the initial MDR submission.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, an 80-year-old man underwent a high-risk percutaneous coronary intervention with impella support. During the initial sheath placement, oozing was observed at the hub of the vascular. Sheath exchanged for the 13cm sheath and the same oozing happened once companion sheath was inserted. Single access was then aborted.

Event description:
Additional information indicates "intervention performed was exchanging the sheath but since oozing continued, single access was abandoned. "

Manufacturer narrative:
Additional information has been provided in b5 corrected information has been provided in b1 (is product problem) to capture the malfunction code.